Event description:
It was reported that a customer experienced no flow during use of a large volume folfusor. The device was filled with an unspecified amount of 0.9% sodium chloride and fluorouracil. Flow was still not established after the doctor rinsed the port. A patient was reportedly involved; however, it was not specified whether the patient was connected to the device when this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from august 1, 2014 to august 2, 2014. The device was received and evaluated for the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, passing successfully due to flow being observed from the distal luer. Therefore, the reported condition could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.